Event description:
During a bucket-handle meniscal tear repair procedure, it was reported that the surgeon had multiple failures of devices. It was reported that he placed t1 correctly and as he pulled back slowly to place t2, he noticed that t2 was already deployed. A fourth back-up device was utilized to continue the procedure. Due to a wait for additional devices a 45 minute delay was reported. All implants were removed and the procedure was completed successfully.

Manufacturer narrative:
The device was returned for evaluation. Only the introducer needle was returned for evaluation. The device was visually evaluated. The device was observed to be visibly bent and was functionally tested. It did not successfully actuate. Due to the bent needle shaft the actuator assembly had become dislodged, and will no longer function properly. The device IFU states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the root cause was found to be user error. (B)(4).